Event description:
A report was received that two months after a surgery in (B)(6) 2010 the pt was having trouble charging. A bsn rep determined that the pt's database indicated that the ipg exhibited premature battery depletion. The physician has recommended ipg replacement.

Event description:
A report was received that two months after a surgery in (B)(6) 2010 the patient was having trouble charging. A bsn representative determined that the patient's database indicated that the ipg exhibited premature battery depletion. The physician has recommended ipg replacement.

Manufacturer narrative:
Both adverse event and product problem should be selected. Additional information received indicated that the physician explanted the ipg and implanted a new one. The field clinical engineer reported that the device had electrocautery damage from a previous non-device related surgery. The complaint of the premature battery depletion of the ipg has been confirmed. The analog ic (aic-u1) was damaged. The aic-u1 damage resulted in the rapid battery depletion rate of the ipg. The monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1, reference (B)(4). Monopolar electrocautery is a known source of high-voltage transient signal and current labeling warns against the use of monopolar electrocautery (refer to physician's implant manual (B)(4)).